Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that there was a problem with the battery. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been over written. The current black box showed no evidence of a short battery life. The battery cap was not returned. A test battery cap was able to tighten to the pump and power it on. The current draws were measured within specifications. A battery life issue was not duplicated during the investigation. The pump case was removed to find no evidence of moisture or loose components. The complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).